Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 403:317:871:0000 was confirmed during review of the event history log. This complaint is an ancillary service event the cause was determined to be damage to the user interface module (uim) printed circuit board (pcb). To correct the condition, the uim pcb was replaced. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced failure code 403:317:871:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.